Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and insulin does shoot out after priming infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test or verify no delivery alarm, prime or fill anomaly due to motor error alarm. However, device passed rewind test and displacement test. No rewind anomaly noted.